Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation found the plastic cover of the power switch was torn off and an additional reportable finding of cracks of the inlet. Based on the results of the investigation, physical stress was likely applied to the device during user handling and caused operational defects. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: repair and modification this instrument does not contains any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. If the problems appears minor, refer to chapter 6, ¿troubleshooting¿. If the problem cannot be resolved by using chapter 6, contact olympus. 5.2 storage store the equipment in the horizontal position in a clean, dry and stable location. 6.1 troubleshooting guide irregularity description: insufflation pressure is weak. Possible cause: air leaks from a connection section. Solution: confirm no air leaks from any connection section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the maintenance unit's front and power switch was physically damaged. The issue occurred during reprocessing. There were no reports of patient harm.